Event description:
A medtronic rep reported that while in a spine case with a stealthstation treon and an o-arm, the tip of the awl broke a pedicle wall. It was mentioned that the instrument was approximately 1 year old and the tip was noticeably worn. Following, the surgeon was more cautious with impacting the awl, and the remainder of the screws went in with no problem. The procedure was completed with navigation and there was no impact on the pt outcome.

Manufacturer narrative:
Suspect part was replaced. Medtronic rep at site confirmed that the instrument had been used for approximately 1 year and was worn, not broken. The device has not been returned to manufacturer for evaluation at the time of this report, but has been requested.